Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. No functional testing could be performed due to the returned condition. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.

Event description:
It was reported that the generator wouldn't leave standby when prompted to in tryng to start a lar case. The handpiece was replaced and the problem went away. The case was completed successfully with no pt consequence.